Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds and neither were successfully activated.the device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that to investigate the active continuity failure and the reason for the device going from not working to working, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. Initially the device did not have active continuity and the device would frequently output short on ablate mode and would not activate on coag mode. Following multiple activations the device was found to activate correctly on both ablate and coag modes. Additional continuity checks found that all were within specification. The root cause for inconsistent activation is again deemed to be active continuity across electrical crimp. The evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the electrode worked for 5 seconds and the nothing happened. The procedure was completed by using a hook with no patient harm but a time delay of unknown duration. The pedal, console, and handpiece were changed and there was still the same problem. Additional information provided by the affiliate reported that the pedal, console, and hand piece were not defective. The affiliate also reported a surgical delay of 30 minutes occurred and the surgery was completed by using another device. During the investigation, it was discovered the electrode did not coagulate.